Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the double fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis found the instrument to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was returned with the instrument. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the double fenestrated grasper instrument cable snapped and broke. The instrument was removed and a similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury.